Event description:
Boston scientific received information that at the left ventricular (lv) lead implant procedure, the right ventricular (rv) lead could not be re-connected to the device. The physician was unaware that there were two set screws and had inadvertently damaged one of the set screws. Therefore, this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device paced and sensed normally. Visual inspection of the device confirmed that the rv+ sela plug was missing and it's setscrew hex slot was rounded. The rv+ retainer ring was bent upward. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrew. All other seal plugs intact and all setscrews moved freely and operated normally.